Event description:
It was reported that the ltv shut down without alarming during mobile use on external battery while on the pt. The mother stated the vent turned back on after a few seconds. The pt was manually bagged during the vent inop condition. No pt harm reported.